Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v238061, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead. Product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the percutaneous lead was implanted two weeks prior. During the stage ii implant to implant the stimulator the impedances read c/0 1058 15ua, c/1 1704 and 11ua, c/2 1040 15ua, c/3 >2000 and <(><<)>7ua. 0/1 >2000 and 10, 0/2 <(><<)>50 and 269ua, 0/3 >2000 and <(><<)>7ua, 1/2 >2000 10ua, 1/3 >2000, <(><<)>7ua, 2/3 >2000 <(><<)>7ua impedances. No intervention was performed. Patient was going to be programmed in the outpatient clinic in 2 -3 weeks. Additional information received reported that the patient was doing well with his one side. The 2nd side had a break in the system. There was no known intervention or attempt to optimize the second side since the patient had substantial issues with the hardware. Additional information received reported that the impedance measurements were >4 ,000 ohms on some or all unipolar pairs. Impedances read c, 3 >2000, <(><<)>7, c,2 >2000 9ma. It was recommended default test values be increased and the test rerun; c, 2 >2000, 13ma. This information was previously reported in manufacturing report #2182207-2009-06905. Additional information received reported that all monopolar contacts on the right side lead, except contact 1, had impedances greater than 2000 ohms and a current less than 7. There was no action planned as a result of this event. It was noted that the patient was responding well to his therapy.